Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the implantable cardiac monitor (icm) recorded false asystole. The episode showed characteristics consistent with loss of electrode contact due to the sharp deflection and return to baseline at the end of the asystole interval. The icm was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).